Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced interruptions in insulin delivery while attempting to announce a meal. The user stated that the device stopped delivery twice without any alerts or alarms and subsequently resumed normal operation. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.